Manufacturer narrative:
(B)(4). H6: proposed annex g: mechanical (g04) - stem. It was initially reported that there was an unknown revision, however, x-rays were reviewed and found loosening. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a possible elbow revision was being considered for a patient. Radiographic images were provided to support the concern. Attempts have been made and no further information has been provided.